Event description:
On (B)(6) 2013, patient reported experiencing concerns with air bubbles in the insulin cartridge of the infusion device. Patient stated the air bubbles are large and small and appear during use; about the 3rd day and then she will prime out the air bubbles. Patient reported she passed out due to her blood glucose level being low. Patient stated her blood glucose level gets elevated and that is when she notices the air bubbles. Patient reported her blood glucose level gets up to 200-300s mg/dl. Patient's normal blood glucose readings are 130-175 mg/dl. Patient stated her blood glucose level gets high because of the air bubbles, she primes them out, she over corrects and boluses her insulin to bring her blood glucose level down and then she is dropping too low. Patient stated she is sometimes able to self-treat and bring her blood glucose level back to normal but she passed out on (B)(6) 2013, her husband called the paramedics who got a blood glucose reading of 25 mg/dl, brought her blood glucose level up and then took her to the hospital where she remained for about 4 hours and then was sent home. Patient stated she changed the infusion adapter last night; will follow up to see if she is still getting air bubbles. On follow up call on (B)(6) 2013 patient reported continuing to experience air bubbles. Patient stated she changed the insulin cartridge and infusion set yesterday and this morning she received a blood glucose reading of 320 mg/dl; she looked and had air bubbles in the cartridge. Patient reported she disconnected, took an insulin injection and self-treated, changed the infusion set, and primed out the air bubble until insulin began to drip. Patient is not currently using the new cartridges that were sent to her. On follow up call on (B)(6) 2013 patient reported no longer experiencing concerns with air bubbles forming. Product was replaced and requested return of the alleged insulin cartridge for evaluation.

Manufacturer narrative:
Conclusion the complaint describing air bubbles in the cartridge cannot be verified. Cartridge meets the specification. Result cartridge: the received six used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: a visual inspection and test for flow and leak were performed on the returned used samples. A cosmetic anomaly in the appearance of the tubing was observed (kind of white marks, 2/6). The flow and leak tests were found within specifications. Pump: the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: it is striking that the customer did not set date and time correctly since (B)(6). As result it is not possible to investigate exactly the complained days. The problem mentioned by the customer could not be reproduced.